Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/07/2014 with the following findings: the pump alarmed with a hard call service alarm upon the first rewind attempt which indicated a flash chip language corruption and which prohibited further testing. The black box and alarm history showed the same call service alarms. The flash chip was then replaced and reprogrammed and the pump was then able to power up and be exercised with no further alarms. Unrelated to the initial complaint, the display was observed to be dim and reddish in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.